Event description:
The customer called to report a blank display. Troubleshooting was performed, but the screen remained blank. The customer also stated that he was currently hospitalized with high blood glucose levels, possibly due to the blank display. The customer stated that the screen may have been blank all night and day without him knowing it. The insulin pump was not replaced due to the customer already having an upgraded insulin pump that he had not been trained on yet. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.